Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the pedimag blood pump looked like it was correctly inserted into the centrimag motor, however, it was making a rattling noise while running. Specifically, the pump was running at 3500 rpm and there are no alarms. When t the pump was pushed further into the motor the noise stopped. Customer was advised to make sure that the pump was fully inserted into the motor and the set screw was fully engaged. This was confirmed. Customer was asked to unscrew the set screw and reseat the pump into the motor and engage the set screw. This did not resolve the noise. It was then advised to remove the pump from the motor and choose another slot for the outlet of the pump to see if that resolved the noise. The customer opted not to do that as it would have required to interrupt support.

Manufacturer narrative:
Section a: date of birth estimated as date of event as patient is newborn. Section h6: medical device problem code corrected. Manufacturer's investigation conclusion: the reported event of a rattling noise and the blood pump not being properly seated in the motor was not confirmed. There were no photos or log files submitted for review. The centrimag motor, serial (B)(6) was not returned for analysis. A root cause for the reported event was unable to be conclusively determined through this analysis. The device history records were reviewed for the centrimag motor (serial number: (B)(6)) and the motor was found to pass all manufacturing and qa specifications. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. The 2nd generation centrimag system operating manual section 4 entitled "warnings & precautions" warns "one additional 2nd generation centrimag primary console, motor and flow probe are required as backup system in the immediate vicinity of each patient whenever the centrimag or pedivas blood pump is used. The backup console must be connected to the backup motor and to the backup flow probe, have a battery charge sufficient for at least one hour of operation, be connected to ac power (except during transport) and be immediately available should the main console, motor or flow probe experience a malfunction." The 2nd generation centrimag system operating manual section 10 entitled "emergency and troubleshooting" states that "the recommended practice whenever there is a 2nd generation centrimag primary console or motor malfunction is to replace the console and motor as a set. Remove the blood pump from the malfunctioning motor and console and place the blood pump in the backup motor and console to continue patient support. Do not exchange individual motors or individual consoles during patient support." The 2nd generation centrimag system operating manual section 12.1 entitled "appendix I ¿ console alarms and alerts" contains a list of console alarms and alerts, including motor-related alarms, as well as appropriate operator response to these events. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: the reported event of a rattling noise coming from the centrimag motor was not confirmed. There were no photos or log files submitted for review. The centrimag motor, serial (B)(6), was not returned for analysis. The provided information stated that the blood pump looks like it was correctly inserted into the centrimag motor, but it was making a rattling noise while running. The customer stated that the pump was running at 3500 rpm and there are no alarms. When they would push the pump further into the motor, the noise would stop. Additional information provided stated that tape was applied to maintain down pressure to keep head seated properly, no products were exchanged, and it was determined that the noise was coming from the blood pump. A root cause for the reported event was unable to be conclusively determined through this analysis. The device history records were reviewed for the centrimag motor (serial number: (B)(6)) and the motor was found to pass all manufacturing and qa specifications. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The 2nd generation centrimag system operating manual (rev. M) section 4 entitled "warnings & precautions" warns "one additional 2nd generation centrimag primary console, motor and flow probe are required as backup system in the immediate vicinity of each patient whenever the centrimag or pedivas blood pump is used. The backup console must be connected to the backup motor and to the backup flow probe, have a battery charge sufficient for at least one hour of operation, be connected to ac power (except during transport) and be immediately available should the main console, motor or flow probe experience a malfunction." The 2nd generation centrimag system operating manual (rev. M) section 10 entitled "emergency and troubleshooting" states that "the recommended practice whenever there is a 2nd generation centrimag primary console or motor malfunction is to replace the console and motor as a set. Remove the blood pump from the malfunctioning motor and console and place the blood pump in the backup motor and console to continue patient support. Do not exchange individual motors or individual consoles during patient support." The 2nd generation centrimag system operating manual (rev. M) section 12.1 entitled "appendix I ¿ console alarms and alerts" contains a list of console alarms and alerts, including motor-related alarms, as well as appropriate operator response to these events. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was later reported that no circuit intervention was taken, but tape was applied to maintain pressure to keep the head seated properly. No products were exchanged so no products would be returned. The noise was confirmed to have been coming from the blood pump. There was no adverse patient impact identified.